Event description:
The device was used during a wedge resection. Reportedly, the staples did not form properly and disengaged into the pt's cavity. The surgeon was unable to retrieve. The hosp has reported no pt injury occurred.